Event description:
Reporter indicated that the patient was having his device removed due to infection. Patient had device removed in 2008. Per site, the device was discarded following surgery, so it cannot be returned to manufacturer for analysis.